Event description:
Pt died at home suddenly in 2004. Pt was living a normal life, with no warning or signs of any major health problems. Pt had two mechanical heart valves (mitral and aortic) installed in 12/17/1996. Because pt had an arrhythmic heart condition, pt was given an ablation treatment and a pacemaker was implanted in 5/18/2001. Pt was totally dependent on the pacemaker i.e. Pt depended on the device for survival. After getting a pacemaker, pt lived a normal life, and had regular medical checkups of their heart and their pacemaker. There was no evidence of any problems at the time of their last checkup in 2/2004. About two months later it was a normal day for pt with housework, meals preparation and the rest. In the afternoon of that day pt was found seated, and not breathing. Emergency CPR by paramedics failed to revive pt. An autopsy was performed and congestive heart failure was given as the cause of death. No mention was made of the pacemaker, working or not working. Unfortunately, the pacemaker was not saved and never tested to determine if it still was working. When news came out of problems with guidant pacemakers, spouse checked pt model number (model 1170) and found it was listed as one affected by the voluntary recall. As a result spouse is submitting this report. The lead used with pt's guidant pacemaker was model 4470 (fineline ii sterox ez). In reading the product info on this lead, that there is this statement - "do not use this lead in pts with mechanical heart valves." As noted above, pt had two mechanical heart valves.